Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a fall, causing high impedance on contacts 1,3,5-8,13 and 16 and the patient to have ineffective therapy. It was confirmed via x-ray that the leads were fractured. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.